Event description:
It was reported that the patient was not receiving adequate relief with the baclofen pump. An x-ray was performed which indicated that the catheter had slipped out of the intrathecal space, and had migrated around to the pump pocket site. The pump pocket was observed to swollen. An emergency catheter revision was carried out on (B)(6) 2012; the fluid was confirmed to be csf (cerebrospinal fluid). The catheter was disposed of. Patient was treated with oral medication and following surgery the outcome was indicated as no adverse events. Drug delivered via the device was compounded baclofen 1000mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# 0205661827, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).